Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for normal elective replacement indicator (eri) battery status. The device was replaced with another guidant ICD. Engineering calculations determined that this device did not meet expected longevity predictions per device labeling.